Event description:
A malfunction alarm was reported by rubin medical aps in denmark. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to switch to multiple daily injections as a backup insulin therapy and helped them put the pump into storage mode for returning. The customer was provided with a replacement pump and agreed to return the faulty device using a pre-paid label within 10 days.